Event description:
The reporter stated that when the syringes are tightened on the hub, the hub cracks. There was no pt injury or treatment reported with this event.

Manufacturer narrative:
The reporter indicated that samples were unavailable for return. Review of the complaint database indicates this is the only reported complaint for this product code in the past 24 months. Smiths was unable to confirm the issue without returned product eval. No add'l action is necessary at this time. Smiths considers this MDR closed with this report.